Event description:
It was reported that the pump reset unexpectedly. Customer's blood glucose (bg) displayed "high" on the continuous glucose monitor. Customer required assistance from their son, who administered manual insulin injection to customer to address elevated bg. Customer resumed insulin delivery successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.